Event description:
Customer reported the sensor readings are off. Customer stated the insulin pump alerted her blood glucose was low. Customer checked her blood glucose and it was not low. Then the device alarmed calibration error and change sensor. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.